Event description:
It was reported that the device intermittently loses power after turning on. When the issue occurs, the device would not power on without removing and reinstalling the batteries. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio isolated the cause for the malfunction to be failure of the system/memory pcb assembly. The system/memory pcb was replaced and proper device operation observed through functional and performance testing. The device was repaired and returned to the customer for use.